Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received that cited a case study of 29 eyes of 15 myopic patients implanted with hole icls. Of the 29 eyes, the patients experienced glare, halos, starbursts and ring-shaped dysphotopsia after icl implantation. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.